Event description:
In 2005 a gore excluder aaa endoprosthesis trunk-ipsilateral leg component and iliac extender component were implanted to repair an abdominal aortic aneurysm. On an unknown date, the follow-up physician discovered a type I endoleak. A reintervention occurred in 2007. The right internal iliac artery was coiled and an iliac extender component was implanted to resolve the type I distal endoleak. Further investigation is necessary.